Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received no delivery alarms. The customer's blood glucose was unknown. Troubleshooting found insulin was not able to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised the alarm was caused by an infusion set/reservoir occlusion. No additional information provided.